Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the (B)(6) system monitor (serial number: (B)(4)) having a damaged screen was confirmed via evaluation at the service center. Cracks were observed throughout the screen upon the returned unit¿s arrival. The touchscreen was replaced with a new component. The repaired unit was found to operate as intended and underwent a full functional checkout. The repaired unit was returned to the customer. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: damaged housing, damaged main pcb. The (B)(6). Instructions for use, rev. C, section f entitled ¿safety checklists¿ and the (B)(6). Patient handbook, rev. C, section entitled ¿safety checklists¿) instruct the user to regularly inspect all equipment including the system monitor, and to replace anything that appears damaged or worn. The power module instructions for use, rev. B, provide detail on how to properly mount the system monitor onto the power module. The user is also warmed to carry the two devices separately, as carrying them simultaneously may cause damage to the system monitor. The (B)(6) system monitor instructions for use, rev. E, instruct the user to refer any servicing of (B)(6) lvas equipment to trained service personnel only. The device history records were reviewed and the records revealed that the (B)(6) system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2010. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had a cracked screen. The unit was returned for repair.